Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wouldn't connect to an electrode belt. The patient was issued a replacement.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect to electrode belt) has been confirmed. Upon investigation the monitor's electrode belt receptacle was damaged. The guide pins were bent, preventing the monitor from connecting to an electrode belt. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The patient received a replacement monitor.